Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath and there was air formation in the valve of the preface sheath during the procedure. The air did not go into the patient. The procedure was completed with no patient consequence. This event was assessed as a reportable malfunction as there was potential for air embolism as there was air in the side port tubing which has the potential to mobilize resulting in an increased risk to the patient.

Manufacturer narrative:
Correction to the OEM/dist lot number originally reported of ¿unknown.¿ the correct OEM/dist lot number is 17567834. (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath and there was air formation in the valve of the preface sheath during the procedure. The air did not go into the patient. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event reported, leak test was performed to the device using a sample syringe and no leakage was observed. Additionally, water was aspirated through the preface and no anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the cap assy sub-assembly and no anomalies were found. The customer complaint was not confirmed. The root cause of air formation could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/9/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).